Event description:
The customer reported, that during use of this handpiece in a open repair of a distal radial fracture, it started on its own. This handpiece was used to complete the surgery and there was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation. During testing the reported problem could not be duplicated. The handpiece met functional specifications. Further investigation found the unit failed leak testing and sings of moisture intrusion were noted inside the handpiece. To date, the cable in use with this handpiece at the time of the reported self activation has not been received for evaluation.